Event description:
It was reported that (1) device was used during a colon procedure. It was reported by the affiliate that the tlc75 firing knob would not advance. Another device was used to complete the case. There was no consequence to the pt.